Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A partially deployed wallstent biliary partially covered stent and delivery system were received for analysis. Visual examination of the returned device found uncrossed stent wires at one end. The stainless steel tube was bent and the outer sheath was kinked at the proximal end. Functional evaluation found it was not possible to deploy the stent using the delivery system as received, however, it was possible to manually deploy the stent. The stent was measured to be within specifications. No other issues were noted with the device. The damages noted with the device were consistent with the application of excessive force during use. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallstent biliary partially covered stent was to be used to treat a stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was stuck in the delivery system and could not be deployed. The stent was removed and the procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was damaged.